Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported stopped infusion for channel b with syringe driver attached was confirmed during log review but could not be replicated during the investigation; all returned devices were found in good condition. Functional testing using key press replication from the suspect syringe modules and pcu event logs to program the devices performing as intended. There were no errors or anomalies exhibited during replication testing. The syringe module was programmed manually with an infusion with actrapid insulin drug for nine (9) hours until the user manually interrupted opening of barrel clamp causing the error code. The other two drug infusions observed in the reported event were not considered relevant to the incident. The result of infusion and maintenance test on the suspect syringe was observed within normal values. The internal and external inspection of the returned devices did not identify any conditions that could be attributed to the reported events. All parts inspected were manufactured by bd. The syringe module and concomitant pcu logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date is 19sep2025. During review of error logs on the suspected devices showed a malfunction with error code 353.7200 (syringe plunger sensor contaminated) at 12:59:15 pm on (B)(6) 2025, this malfunction means there is a possible contamination of the plunger position potentiometer. Plunger position readings indicate potentiometer wipers are making intermittent contact with resistive surface. The next log analysis shows the last infusions and activity on the reported event. At 5:33 am, the pcu was powered on, the suspect syringe module (s/n: (B)(6)) and pump modules (s/n: (B)(6) and s/n: (B)(6)) were added. The three modules have primary volume infused (pvi) = 0 ml. At 5:34 am, the suspect syringe module (s/n: (B)(6)) was programmed with a guardrails drugs infusion of drug ID=9 (actrapid insulin) with drug amount = 50 unit and diluent volume = 50 ml; rate = 1 ml/h, vtbi = 45.5893 ml, concentration = 1 unit/ml and dose = 1 unit/h in with a primary volume infused (pvi) = 0 ml. The infusion lasted three (3) minutes, and 0.0512 ml was infused. At 5:37 am, the pump module (s/n: (B)(6)) was programmed with a guardrails drugs infusion of drug ID = 3 (5% glucose) rate = 50 ml/h and vtbi = 950 ml with a pvi = 0 ml; the infusion lasted six (6) hours, and 298.34 ml was infused. At 5:37 am, the user modified the rate and dose from previously programmed infusion on the suspect syringe module (s/n: (B)(6)) to dose = 5 unit/h, rate = 5 ml/h and vtbi = 45.5395 ml; with pvi = 0.0512 ml. The infusion lasted seven and a half hours, and 36.7867 ml was infused. From 6:22 am ¿ 6:24 am the pump module (s/n: (B)(6)) was programmed with a guardrails drugs infusion of drug ID = 60 (antithymocyte rabbit) with drug amount = 100 mg and diluent volume = 220 ml; rate = 33.3 ml/h, vtbi = 220 ml, concentration = 0.4545 mg/ml and dose = 15.1348 mg/h with a pvi = 0 ml. The infusion lasted six hours and third-three minutes and 220 ml was infused. From 9:06 am ¿ 9:08 am the infusion on the pump module (s/n: (B)(6)) was alarmed for occluded patient side; pvi = 174.169 ml. From 12:59 am ¿ 1:00 pm the infusion on the syringe module alarmed due to a malfunction with the error code 353.7200 (syringe plunger sensor contaminated) and infusion stopped; pvi = 36.8379 ml. The module registered the opening of barrel clamp to check syringe, then it was pressing key channel off. Per the bd alaris¿ system channel error tip sheet. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operations on the affected channel stop; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operations on the affected channel stopped. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error during continuous infusions on 3 modules was identified as intentional manual programming by the user. The returned devices were tested and observed in good condition. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the stopped infusion for channel b with syringe driver attached. Syringe driver and pcu isolated and replaced with new pcu + syringe driver, with existing 2 prior channels. Now working properly nil issues. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the stopped infusion for channel b with syringe driver attached. Syringe driver and pcu isolated and replaced with new pcu + syringe driver, with existing 2 prior channels. Now working properly nil issues. There was patient involvement, but no harm.